Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite to evaluate and repair the device. The carefusion fsr replaced the defective main pcb (printed circuit board) and reported the unit meets factory specifications.

Event description:
The customer reported while using the vela ventilator; the unit is auto cycling. The carefusion field service representative (fsr) reported performing the exhalation valve characterization, replacing the exhalation diaphragm, replacing the flow sensor, but the issue was not resolved. There is no report of patient involvement associated with the event.